Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet with infusion sets on the abdomen, with difficulty deploying the inset and a bent needle; the user has low vision, was unaware of alternative infusion sites until receiving a site guide, and reverted to subcutaneous insulin via pen to correct glucose, pausing use of the ilet. Symptoms included hyperglycemia with a highest continuous glucose monitor reading of 356. Outcomes included an unexpected medical intervention with medication required and a delay to treatment or therapy. Investigation included troubleshooting and education on proper infusion set deployment and site selection. Investigation of this case revealed an infusion set deployed incorrectly or a connector not attached correctly, resulting in a bent cannula and inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set insertion and site management was the probable cause.